Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in lot#/model # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2016 a patient in (B)(6), underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. The patient presented with granuloma at the stoma site and was treated with topical silver nitrate. In (B)(6) 2017 the patient developed an infection at the stoma site and on (B)(6) 2017 the physician started the patient on ceclor 500 mg 1 tablet three times a day for 7 days. The infection was responding.